Event description:
It was reported that the device was used during an emergency return, an abdominal exploration evacuation of a hematoma, post-op kidney transplant. The clips would not fire. It is unknown how the case was completed. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the instrument was returned in good physical condition. The instrument was cycled and would not feed the clips. The antibackup was non functional. Upon disassembly of the instrument, no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the found incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.